Event description:
Customer reported that 1 liter bag of etopiside was hung at 8:08am to start an infusion at a rate of 250ml/hr. The 12pm nurse found the bag empty and she disconnected the line from the patient. When the tubing was taken out of the pump she noticed that the entire line was full of air to the end and there was an occasional fluid bubble. The patient seemed fine; however, a chest x-ray was performed. The results were negative, no patient injury occurred. Reportedly, the facility's biomedical engineer tested the pump multiple times and it alarmed for air appropriately each time. Although requested, no additional information was available.

Manufacturer narrative:
Manufacturer's report date: 06/19/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. The facility indicated the pump is no longer available for investigation, as they are not able to identify the one involved in this event. The device history record for this reported serial number indicates that no non-conforming material reports were issued during the production build. The device service history records review noted that the device has not been in for repair as it was shipped to the customer in 2002.